Event description:
It was reported that the 8 mm prograsp forceps instrument had an issue with a range of motion. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8 mm prograsp forceps instrument was analyzed and found to have a dislodged grip tang. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.